Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years and three months later, computed tomography (CT) revealed that an inferior vena cava filter was located approximately 3 cm inferior to the right renal vein and approximately 1.6 cm above the right common iliac vein as well as the abdominal aortic bifurcation. The struts appeared to lie extending just outside of the margin of the inferior vena cava laterally and medially by 0.1 to 0.3 no evidence of abdominal aortic aneurysm or leaking aneurysm. The left inferior strut extends just into the wall of the right iliac artery at the level of the bifurcation of the aorta. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years and three months later, computed tomography (CT) revealed that an inferior vena cava filter was located approximately 3 cm inferior to the right renal vein and approximately 1.6 cm above the right common iliac vein as well as the abdominal aortic bifurcation. The struts appeared to lie extending just outside of the margin of the inferior vena cava laterally and medially by 0.1 to 0.3 no evidence of abdominal aortic aneurysm or leaking aneurysm. The left inferior strut extends just into the wall of the right iliac artery at the level of the bifurcation of the aorta. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and pe post implant.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: d4(corporate lot number). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.